Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device unexpectedly shutting down, and therefore being inoperative, was confirmed. Ventec observed that the cable which connects the flow board to the control board was deficient. Ventec replaced the cable that connects the flow board to the control board to resolve the reported issue. Proper device operation was observed through functional and performance testing. Further investigation determined that the root cause of the reported issue was that connector pin #15 of the removed cable had backed out of the cable's connector.

Manufacturer narrative:
Ventec will perform an evaluation on the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A customer contacted ventec to report that their device would unexpectedly shutdown. There was no patient involvement.